Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio alerts on the receiver and a low event. The patient was in a hotel sleeping when the patient's father heard the receiver vibrating for a low alert. The patient's father saw that the patient had a low blood glucose (bg) value of 38 mg/dl and called 911. When the paramedics arrived, they treated the patient with intravenous (IV) therapy. The patient declined to go to the hospital after treatment. Additionally, the patient stated that their low alert was set to 75 mg/dl and indicated that the receiver did not give an audio alert. At the time of contact, the patient was in stable condition. Additional patient or event information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.